Manufacturer narrative:
Added information to d8. H6: investigation results - the revision reported may have been the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening, instability, and pain. However, this cannot be confirmed as the devices were not available for evaluation and radiographs, photographs, or operative notes were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2020, patient underwent her primary tkr of the left knee and was implanted with an exactech truliant total knee system. On (B)(6) 2020 patient reported during her 30-week post-surgery follow-up that she was experiencing new and worsening of symptoms that persisted for the past 3 months (started in march 2021 timeframe and approximately 4 months after surgery). These included; severe pain in knee (medial and diffuse locations); knee unstable and ¿giving out"; pain worse with twisting movements and with every step: pain described as ¿catching and stiffness¿ and aggravated with walking, walking stairs, standing and changing position; symptoms occur with any activity and intermittent; pain was at 6 of 10 when in the office and at best and at worst an 8 of 10; tried treating with anti-inflammatory medications but didn¿t work well to alleviate pain; impacted ability to continue physical therapy, work, walk, conduct any activity and to sleep; patient was unable to walk without a cane or a walker and continued to use percocet to try to manage the pain surgeon then conducted an x-ray and informed patient that her tkr ¿failed,¿ also stating that this was [allegedly] ¿very rare and only happened 5% of the time.¿ he further, falsely, told patient that ¿for my first couple months following surgery, my femur had been growing into the device but then must have stopped shortly after. Unfortunately, the device was showing that it was no longer adhered to the femur and would need to be replaced through another ¿revision¿ surgery.¿ however, her medical report provides that ¿mechanical loosening of internal left knee prosthetic and failed left total knee, loose press-fit femoral component.¿ on (B)(6) 2021 surgeon performed the revision tkr on patient and this time implanted the defective optetrak device.